Manufacturer narrative:
Concomitant product: 5071 lead, implanted: (B)(6) 2015.

Event description:
It was reported that the two right ventricular (rv) epicardial leads were failing. Follow up confirmed that one of the leads had exhibited very high impedance but it could not be conclusively established which lead it was. The leads were capped and replaced with transvenous leads. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.